Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave a blood glucose result of 70 mg/dl at a time when the customer had symptoms of hypoglycemia. At 5:15 am customer was found making a gurgling sound. Wife tried to wake him up but he was unresponsive she called their son and he came over and called 911, wife tested the blood glucose on his own meter at 5:40 am and it was 70 mg/dl. He was unable to self-treat due to being passed out and his wife did not think the blood glucose was low enough for him to pass out, so delayed getting him any type of treatment. Emt's arrived at 5:55 am and blood glucose was 34 mg/dl on the emt's meter. He was given an IV in the ambulance for low blood glucose (medication and amount is unknown) and he was taken to the hospital. Once at the ER, hospital lab work showed blood glucose was 28 mg/dl (same blood drawn by the emt's was used to run his blood test, which was more than 10 minutes apart). He was also given an IV at the ER, but it is unknown what was in it or the dosage. He was also given biscuits, gravy, and sausage by his wife. At 6:54 am blood glucose was 133 mg/dl on his own meter. At 10:30 am blood glucose was 94 mg/dl on the hospital meter and he was released to go home. Meter and strips replaced and requested for return.